Event description:
The customer reported to baxter (B)(4) on (B)(6) 2010, an incident where the set was leaking while in use with the vented volumetric pump set. This incident occurred at an unknown time. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
The sample is available for evaluation and pending receipt by (B)(4). A follow up report will be filed if the sample is returned and evaluated or if any additional information becomes available. This product is manufactured for distribution outside of the u.s. And does not have a 510k number. This incident is being reported because the product is the same as or similar to product distributed within the u.s. (B)(4).

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was pressure tested at 8 psi and the reported condition was not confirmed; therefore, an assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. This is report is 2 of 5 of the same reported problem from this facility.